Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: medical device problem code a27 is being used to capture that the event is no longer reportable. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The procedure was done under local anesthesia. Planning images have presented with a possible rectal wall infiltration. There were no patient complications reported as a result of this event. As of september 28,2021, additional information received stating that the images attached do not appear to have rectal wall invasion. Therefore, this complaint has been deemed non-reportable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The procedure was done under local anesthesia. Planning images have presented with a possible rectal wall infiltration. There were no patient complications reported as a result of this event. Boston scientific corporation has been unable to receive additional information despite good faith efforts.